Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log. The ultrafiltration volume was 3536 ml during cycle 5, meaning the patient drained 3536ml more than the largest prescribed fill volume of 1700ml. There was patient involvement, but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be undetermined due to additional therapies being performed and event and alarm logs has been overwritten and is not available. This issue was confirmed through review of the event history log. A service history review revealed no previous service events were related to the reported condition.